Event description:
It was reported that stent damage occurred. The diffused target lesion was located in the left circumflex (lcx). Rotablation was performed with 1.25 rotalinkplus. But due to the angulation and as the 6f non- boston scientific guide catheter was not co axial, debulking of the proximal part could be possible. A 20 x 3.00 and 20 x 2.75 promus elite drug-eluting stents were advanced respectively for treatment. However, both devices failed to cross the lesion and the stents were damaged. The procedure was completed with implantation of a 2.75 x 16 promus elite stent proximally. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The diffused target lesion was located in the left circumflex (lcx). Rotablation was performed with 1.25 rotalinkplus. But due to the angulation and as the 6f non- boston scientific guide catheter was not co axial, debulking of the proximal part could be possible. A 20 x 3.00 and 20 x 2.75 promus elite drug-eluting stents were advanced respectively for treatment. However, both devices failed to cross the lesion and the stents were damaged. The procedure was completed with implantation of a 2.75 x 16 promus elite stent proximally. There were no patient complications reported. It was further reported that the device issue was only failure to cross the lesion. Furthermore, the lesion was 95% stenosed, severely tortuous, and severely calcified.

Manufacturer narrative:
D4. Lot number: updated from unknown to 0028869137 d4. Expiration date: updated from unknown to 02/08/2024 d4. Unique identifier (UDI) #: updated from unknown to 08714729972174 h4: device manufacture date: updated from unknown to 02/08/2022.

Manufacturer narrative:
Device evaluated by MFR.: a stent delivery system was returned for analysis with no manifold attached. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent length was measured and the result was consistent with the reported complaint device, a promus elite ous mr 20 x 2.75mm. The crimped stent outer diameter was measured using snap gauge and the result was this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located 123cm proximal to the distal tip. The hypotube and manifold proximal to the break site were not returned with the device. Multiple hypotube kinks were identified at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis. D4. Lot number: updated from unknown to 0028869137. D4. Expiration date: updated from unknown to 02/08/2024. D4. Unique identifier (UDI) #: (B)(4). H4: device manufacture date: updated from unknown to 02/08/2022.

Event description:
It was reported that stent damage occurred. The diffused target lesion was located in the left circumflex (lcx). Rotablation was performed with 1.25 rotalinkplus. But due to the angulation and as the 6f non- boston scientific guide catheter was not co axial, debulking of the proximal part could be possible. A 20 x 3.00 and 20 x 2.75 promus elite drug-eluting stents were advanced respectively for treatment. However, both devices failed to cross the lesion and the stents were damaged. The procedure was completed with implantation of a 2.75 x 16 promus elite stent proximally. There were no patient complications reported. It was further reported that the device issue was only failure to cross the lesion. Furthermore, the lesion was 95% stenosed, severely tortuous, and severely calcified.

Event description:
It was reported that stent damage occurred. The diffused target lesion was located in the left circumflex (lcx). Rotablation was performed with 1.25 rotalinkplus. But due to the angulation and as the 6f non- boston scientific guide catheter was not co axial, debulking of the proximal part could be possible. A 20 x 3.00 and 20 x 2.75 promus elite drug-eluting stents were advanced respectively for treatment. However, both devices failed to cross the lesion and the stents were damaged. The procedure was completed with implantation of a 2.75 x 16 promus elite stent proximally. There were no patient complications reported. It was further reported that the device issue was only failure to cross the lesion. Furthermore, the lesion was 95% stenosed, severely tortuous, and severely calcified.